Event description:
Subsequent to the previously filed report, returned device analysis found that the stent was slightly flowered. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted sheath kink causing the stent to slightly pull out of the sheath resulting in the reported/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that once the 8.0x40mm absolute pro self-expanding stent was removed it was observed that the head end of the stent had been released; however, the stent remained closed and not flowered. Another same size absolute pro was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.